Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, a false positive result for rota was obtained. There was no report of patient impact.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). G.5. PMA / 510(k)#: there were multiple 510k numbers reported to be involved: k111860, k130470. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing suspected false positive results for rotavirus while running the enteric viral panel assay. The customer run database was provided to bd service and quality for analysis, which revealed evidence of potential functional issues with the pump on pipette #4. A bd field service engineer (fse) was dispatched to the customer site where they performed an instrument health check and replacement of the z-gantry robot assembly. Instrument alignments were also verified. The instrument was qualified and confirmed to operate to specifications. This complaint is confirmed by service and quality. The root cause was unable to be determined with the information provided. Sample analysis consisted of customer instrument run data files. Analysis by bd quality revealed evidence of possible functional issues of the pump for pipette channel #4. Review of the device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, a false positive result for rota was obtained. There was no report of patient impact.